Event description:
A customer reported that shortly after the hemodialysis treatment started, a pt had nausea and weakness. Per protocol, the pt was placed in trendelenburg position, 150ml of normal saline was given, and 2l of oxygen via nasal canula was administered. Reportedly, after the intervention, the pt recovered from the incident and was able to complete the prescribed treatment without further medical interventions. The cahp 110 dialyzer was preprocessed. The reuse number is 20. The dialyzer was placed onto the gambro phoenix machine and was primed with 500ml of normal saline. The pt has used the cahp 110 dialyzer for about one yr. The pt's access is a long-term catheter. The facility has a standard recirculation time of 10 mins before pts are connected to the machine. The pt was given a bolus 1500 units of baxter heparin and 1000 units hourly. The ultrafiltration (uf) target loss was 1.8kg. This pt does normally meet the goal weight. A blood sample was taken from the pt in 2007. The results were requested but have not been received yet. A sample was taken from the machine and it was cultured. The test result from the machine came back as normal. No other info available at this time.

Manufacturer narrative:
The actual sample was received, but not evaluated yet. However, the manufacturing facility, (nipro corporation) has been made aware of this report. A batch review of the reported lot, revealed no abnormalities. Furthermore, the manufacturer is currently conducting biological tests using a sample of the concerned lot. The results will be provided to baxter upon completion. Baxter is monitoring issues like this. An investigation is still pending. Should significant info becomes available, a follow up report will be submitted.